Event description:
Report was received by baxter on (B)(6) 2013, and was forwarded to angelini pharma inc. On the same day, regarding a home dialysis pt's death. The pt's wife (reporter) blamed the dialysis for the pt's death and stated that alcavis 50 (disinfectant for dialysis sets and connectors) gave her husband an infection on the hand that caused the pt's finger to be amputated. The pt's wife stated that the actual cause of death was cardiac and respiratory failure. Repeated follow-up attempts yielded no additional information.